Event description:
Revision surgery ¿ the surgeon was able to thread on a size 60mm hemispherical shell without holes into the acetabular shell inserter. As the doctor started impacting, the threaded portion of the inserter broke cleanly from the hemispherical shell. The agent had to wait for sterilization. The doctor attempted to remove the broken portion of the inserter, which was still in the 60mm shell, but was unable to do so. The doctor then had to open a 60mm hemispherical shell with holes, which was placed without complication, using the other shell inserter that had become available.

Manufacturer narrative:
On (B)(6) 2012, it was reported by an agent that after two or three impacts, the threaded tip on the fmp acetabular positioner fractured and the tip remained in the 60mm hemispherical shell dome plug thread. The outcomes attributed to this event are non-serious. There was a twenty minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for examination. The shell was returned to djo and was inspected. The remnant of threaded tip is fully seated in the fmp shell dome plug thread. The material fractured near the lead in on the first dome plug thread. A small hole was drilled into the threaded tip off center in an attempt to loosen and remove the tip. A small area of the porous coating near the lip is damaged. This was likely caused during removal of the shell after the threaded tip broke. The shell could not be reused in this condition. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part. The root cause for this complaint is that the fractured threaded tip could not be removed from the shell after impaction. There is no evidence of a defect with the fmp shell meaning this complaint is due to the failure of the instrument, not the implant. Instruments including the fmp acetabular positioner are subjected to heavy use (impaction, bending, and torsion loads) and care must be taken to avoid compromising their performance.